Event description:
It was reported that the patient with this pacemaker felt the device give a burning sensation. There were no additional adverse patient effects reported. The pacemaker remains in service.